Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient stopped feeling stimulation the day prior to the report. Patient did not feel stimulation and was reviewed on how to sync with the ins. Patient was able to sync with ins and increase stimulation to a comfortable level. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.